Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the ¿zap¿ occurred since day one the first time it was turned on with the tremors getting worse overtime. The consumer tried adjusting settings, but it didn¿t help so an appointment was scheduled with the physician to try the ¿other probes¿ to see if it might help, but the issue wasn¿t resolved yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's tremors had been getting worse. When asked the event date of tremors (return of symptoms) the caller said they didn't know and said " the [patient's] tremors had been continually getting worse all the time with the patient being (B)(6)". The caller said they weren't surprised so they never questioned the tremors getting worse until the patient had some other health issues and so did their wife that normally charged the implant so the caller wasn't sure how often the implant had been charged. The caller reported that the recharger antenna cord was frayed so the patient wasn't able to charge right now and said the frayed recharger antenna cord was noticed "last week". The caller said that they didn't know if the therapy was off currently and said the patient programmer showed low. The implant was charged for a couple hours yesterday but the implant hadn't been checked to see if the implant was on. Email sent to repair to send replacement recharger antenna. It was reviewed with the caller to check the patient's implant with the patient programmer to ensure that therapy was on. The caller said they would do this and mentioned that whenever the patient turned therapy from off to on the patient could tell because they would get a "zap".